Manufacturer narrative:
Additional information was received on aug 08, 2023 and section h11 should be reported as: the manufacturer previously received information alleging harm due to her device having mold in it. The user states she has been coughing up blood for 8 months and had to take antibiotics to clear up her cough related to a CPAP device's sound abatement foam. Additional information was received about the alleged acute inhalation injury and scarring of lungs. Sections e1 and h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer became aware that a user alleged harm due to her device having mold in it. The user states she has been coughing up blood for 8 months and had to take antibiotics to clear up her cough. The manufacturer has requested return of the device and all accessories that were in use at the time of the event. The investigation is on-going. On completion of the manufacturer's investigation, a follow up report will be filed.